Event description:
Information received from the field does not address the patient's clinical status but it was observed during an ECG examinat ion that parameters were vvi at 70 ppm rather than the programmed ddd and 60 ppm. The device couldd not be programmed or interrogated.